Event description:
Olympus medical systems corp (omsc) was informed that during an open total cystectomy, the subject device was used and unspecified error occurred frequently. When the scrub nurse wiped the probe of the device with a piece of gauze outside the pt, it broke off. The procedure was completed with a different device. There was no pt injury report.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the probe broke off at 16 mm from the distal end. There was a scratch around the broken point. The shape of the fracture surface showed that the cracks developed from the scratch as the starting point. The mfg history was reviewed, with no irregularities noted. Considering the eval result of the subject device, omsc concluded that the probe was scratched since the user activated output while contacting the probe with some hard objects. Then the crack developed from the scratch on the probe by output during the procedure, and the reported error occurred. When the scrub nurse wiped the probe with a piece of gauze, it broke off by physical stress. The instruction manual of the subject device already warns: do not grasp or let the probe tip contact hard objects such as metal clips, stapler or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and based upon the finding of the evaluation, this report appears to be related to user handling.